Event description:
This x-ray system's collimator has an ongoing issue of being stuck on.

Manufacturer narrative:
Eval method: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.